Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose and customer also experienced diabetic ketoacidosis. Current blood glucose was 317 mg/dl. The customer was experienced symptoms such as vomiting diarrhea as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer use auto mode feature at the time of high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high blood glucoses and sg reading different from the blood glucose readings. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The test guardian link with the watertight tester and the test accu-chek guide link meter communicates properly to the pump. Device programmed with sensor glucose and blood glucose value and all registered properly in the summary history noted. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured. The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer complaint for high blood glucoses. Customer alleged was not confirmed of the sensor glucose reading different from the blood glucose readings. The force sensor is within specification and the motor functioning properly.